Manufacturer narrative:
Medical device: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that a bipolar lead impedance alert was triggered on the right atrial (ra) lead as the lead had high impedance. It was also noted that the lead was fractured and had high/unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.